Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 600 mg/dl at the time of incident. The customer declined troubleshooting. The customer did not mention any treatment and symptoms related to high and low blood glucose level. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.